Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort due to the ipg placement. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.